Event description:
The ventilator was connected to the pt. The customer reports the ventilator delivered 20 of peep when set to 5. The pt was reported to have bradied down and the pts pacemaker kicked in. The pt was removed from the ventilator and placed on another. There was no permanent pt injury. The ventilators upper pressure alarm activated.